Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that both the primary and secondary infuse simultaneously at rates beyond kvo in spite of the settings. It was also reported that in other instances, the chemotherapy will infuse "normally until it reaches the last 30 or so ml at which point the line has to pinched to get it to infuse." In some other instances, both the primary and secondary infuse simultaneously although in these instances the primary infuses at kvo. It was reported that the clinicians have done "some trouble shooting and discovered that the issue is not the nurses or the tubing" that they use. It was reported that normal saline was the primary fluid while two of the secondary medications were abraxane: volumes were 80ml-120ml; and carboplatin, in a 600ml bag. The primary bags ranged from 250ml to 500ml. There was patient involvement, but no harm.

Event description:
It was reported that both the primary and secondary infuse simultaneously at rates beyond kvo in spite of the settings. It was also reported that in other instances, the chemotherapy will infuse "normally until it reaches the last 30 or so ml at which point the line has to pinched to get it to infuse." In some other instances, both the primary and secondary infuse simultaneously although in these instances the primary infuses at kvo. It was reported that the clinicians have done "some trouble shooting and discovered that the issue is not the nurses or the tubing" that they use. It was reported that normal saline was the primary fluid while two of the secondary medications were abraxane: volumes were 80ml-120ml; and carboplatin, in a 600ml bag. The primary bags ranged from 250ml to 500ml. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.